Manufacturer narrative:
(B)(4).

Event description:
Since insertion it has been off line more than on . I have never had this problem before. Preferred contact time: 4:00 pm - est 07/01/2019 (B)(6). Spoke with patient. Clarification of issue reported. Signal loss.